Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the side. This issue was identified before patient use. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between may 16, 2022 - may 18, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak was observed. The reported condition was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.